Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part number: 04.005.440, synthes lot number: 9684505, release to warehouse date: 10.oct.2015, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. We have received the part for investigation, upon visual inspection of the complaint device it can be seen that we have it received back in a used but good condition. Based on the received information and the received back material we are not able to confirm complaint description (non-union / infection), as the part we have received back is in an undamaged condition and furthermore the part god delivered from warehouse in an unsterile condition. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that explant surgery took place on (B)(6) 2018. During the explant surgery, the tibial nail was removed for non union. The tibia was infected and a make shift antibiotic spacer was inserted. Original implant surgery done on (B)(6) 2017. No further information was provided and the patient status is unknown. This report is for 2 of 5 for (B)(4).